Event description:
It has been reported to philips that the device failed to boot up properly. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. A philips service engineer inspected the system onsite and confirmed that the host pc would not start automatically with the system but could be started with the on/off button. The engineer replaced the host pc and reinstalled the software, after which the system was returned to use in good working order. The codes were updated based on the investigation income. Health impact code was corrected.